Event description:
The company was informed that a post-op scan revealed the device electrode was folded over. Surgery was successfully performed to reinsert the electrode array. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.